Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customers blood glucose level was 500-600mg/dl due to the cartridge change error. Customer was administered intravenous fluids of saline and e insulin to resolve the issue. Customer went to the ER on (B)(6) 2022 and was released the same day with no permanent damage and the issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.